Event description:
During a pci procedure, the balloon of the maverick2 monorail ptca catheter ruptured at 6 atms on the initial inflation. The lesion being treated was severely calcified, 75% stenotic lesion in the proximal-mid left anterior descending (lad) coronary artery. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.